Event description:
During implant, this lead was not pacing. The lead was disconnected and reconnected with the same results. The pacemaker was reprogrammed to dd mode 60ppm, sensing 7.5mv. After that the EKG showed ventricular pacing so the physician opted to close the pocket. After 3-4 minutes there was no ventricular pacing again. The physician decided to explant this lead and the pacemaker.

Manufacturer narrative:
The lead and the pacemaker were returned for an extensive analysis. During the visual inspection of the lead, a bent distal end was observed which most likely occurred due to mechanical forces applied during the implantation procedure. Further analysis of the lead did not reveal any deviation which might have contributed to the clinical observation. Subsequently the pacemaker was investigated. The device proved to be fully functional during analysis. No deviations from the technical specifications were found. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of both devices did not reveal any sign of a material or manufacturing problem.